Event description:
During an atrial fibrillation ablation procedure using a fast cath swartz transseptal introducer, a cardiac tamponade occurred. The physician placed a non-sjm catheter on the coronary sinus and performed transseptal puncture with the fast cath swartz transseptal introducer and a brk transseptal needle. The physician advanced the introducer into the left atrial appendage instead of the left superior vein while visualizing the left pulmonary veins with fluoroscopy. The cardiac silhouette showed decreased movement on the fluoroscopy, indicating cardiac tamponade. A pericardiocentesis was performed which stabilized the pt. The physician stated there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cardiac tamponade occurred during the procedure and was not due to the performance of a sjm device. Per the IFU, cardiac perforation is a known inherent risk of any cardiac ablation procedure.